Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the anvil did not tilt. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.